Manufacturer narrative:
Since the material number has been changed, it has concluded in an update that is provided in this follow-up report.

Event description:
Failure to osseointegrate. Since the material number has been changed, it has concluded in an update that is provided in this follow-up report.

Event description:
Failure to osseointegrate.